Event description:
Pt was revised to address loosening and rotation of the cup and osteolysis (left side).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has not been completed.